Event description:
It was reported in a scientific article that a vns pt experienced an increase in seizures. Follow up with the physician did not reveal new info as the article was published in 2000 and the physician reported that it is unlikely that she could obtain additional info about the pt. Good faith attempts to obtain additional info have been unsuccessful to date. It is unclear if the increase in seizures is above pre-vns therapy baseline level. The cause of the increase in seizures and the relationship to vns therapy is unk at this time.

Manufacturer narrative:
Cynthia harden, melissa pulver, lisa ravdin, blagovest nikolov, james halper, and douglas labar. "A pilot study of mood in epilepsy patients treated with vagus nerve stimulation." 2000:93-99.